Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for investigation. Therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during a cystocele repair procedure performed in 2014. According to the complainant, on an unknown date after device implantation, the patient was brought in due to pelvic pain. The mesh arms were cut and a major vein was hit; the patient had bleeding and complications. She was provided with blood transfusion and sent to a different floor for emergency treatment. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.